Manufacturer narrative:
Added literature article attachment.

Manufacturer narrative:
The article provided patient demographics which were used for patient information. Additionally, the online publication date was used as the event date as actual event dates are unknown. From the gore® viabahn® endoprosthesis instructions for use: device related: complications and adverse events can occur when using any endovascular device. These complications include, but are not limited to: hematoma; stenosis, thrombosis or occlusion; distal embolism; side branch occlusion; vessel wall trauma and / or rupture; false aneurysm; infection; inflammation; fever and / or pain in the absence of infection; deployment failure; migration; and device failure. Article citation: pitoulias ga, torsello g, austermann m, pitoulias ag, pipitone md, fazzini s, donas kp, outcomes of the elective use of the chimney endovascular technique in pararenal aortic pathologic processes., journal of vascular surgery (2020), doi: https://doi.org/10.1016/j.jvs.2020.05.029. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
This information was received through literature article ¿outcomes of the elective use of the chimney endovascular technique in pararenal aortic pathologic processes¿ available online 27 may 2020 in the journal of vascular surgery. The aim of the study was to evaluate the outcomes of chimney endovascular aneurysm repair (chevar) with the bifurcated aortic endurant® ii aaa stent graft system (medtronic). The article reports a retrospective analysis of 165 consecutive asymptomatic chevar patients, which were treated between march 2009 and 8 january 2018. A total of 244 chimney-grafts were implanted. The article further reports occlusion and/or stenosis requiring reintervention with three gore® viabahn® endoprostheses.